Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due inadequate pain relief. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device components were return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7129298. Model/catalog description: linear st lead kit 50cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7129313. Model/catalog description: linear st lead kit 50cm. Unique identifier (UDI): (B)(4).